Event description:
It was reported that the motor device had a punctured hose. During in-house engineering evaluation, it was observed that the device had a hole in the cord exposing the wires and was overheating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the cord exposing the wires and was overheating. Therefore, the reported condition was confirmed. It was determined that the hole in the cord exposing the wires was from allowing the cord to come in contact with a sharp object. It was determined that the device overheated because the thermistor was damaged. The assignable root cause was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.